Event description:
The ventilator failed the internal leakage, the pressure transducer, and the flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module and oxygen gas module, which regulates the inspiratory air gas and oxygen gas flow to the patient, have been investigated. During testing in a reference ventilator, testing indicated failures of the pre-use checks tests during the reported internal leakage, pressure transducer, and flow transducer sub-tests. The failures were caused by a defective delta pressure transducer on a printed-circuit board (pcb) inside both of the gas modules. There was no visual evidence of failure during the microscopic inspection inside of the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during pre-use checks. If the failure were to occur during on-going ventilation, alarms would be generated to the user. The root cause for why the pressure transducers had failed has not been determined from this investigation.

Event description:
(B)(4).